Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from the associated a cypher with a possible thrombotic event that resulted in the pt's demise. The stent was implanted in a 95% restenotic lesion in a bypass saphenous vein graft. The lesion was 83.5 x 8 mm long with type b1 classification. After pre dilatation with a 3.5 x 10 mm balloon at 12 atms, the cypher was implanted at 20 atm. At 6 months follow up, pt experienced angina. It was reported that the pt was found dead while gardening. The event was determined as possibly related to the cypher stent on suspicion of a thrombotic event.